Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported double capsule and capsular contracture baker grade ii-iii. The results of tests for alcl were negative. The event of "fever during afternoon" is deemed not related to the device. This relates to right side. Device has been explanted.

Event description:
Healthcare professional reported double capsule, capsular contracture baker grade ii-iii, seroma-late, fever and a cyst. Biopsy performed. This relates to right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, an extended opening on radius, yellow particles on the shell, and flat creases. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported double capsule and capsular contracture baker grade ii-iii. The results of tests for alcl were negative. The event of "fever during afternoon" is deemed not related to the device. This relates to right side. Device has been explanted.